Event description:
The customer observed falsely decreased tsh results while using the architect i2000sr analyzer. The customer generated an initial tsh result of 0.28 miu/l and a retest result one a different analyzer of 1.47 miu/l. The customer indicated that upon observing the low tsh results they determined a screw holding the underside drive sprocket had fallen out; therefore, the microparticle bottle material was not spinning. No impact to patient management was documented. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer discovered that the dispersion carousel position #7 was not rotating as the screw underneath had fallen out along with the drive sprocket, this was repaired. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74, was identified.